Event description:
It was reported that the controller was not working right. Patient (pt) stated about 3 weeks ago they ordered a new rtm cord because it was getting real hot and not functioning right patient stated the controller was also getting hot but they did not mention this on the call. Pt stated when they try to charge the controller the controller would only charge to 50% and then it said finished and to contact medtronic patient stated they were seeing an error message but they did not remember what it said. Pt stated they called their manufacturing representative (rep) today to report the issue. Patient plugged the controller into ac power without the li battery and the controller powered up. Patient put the li battery in and stated the green light was flashing on the top of the controller but only half of the light was lit up. The controller was 40% charged and it showed "recharging". The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745nt, serial# (B)(6), product type programmer, patient product ID: 97755, serial# unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.